Event description:
It was reported that a mayfield skull clamp had "movement." A patient (demographics were not provided) was anesthetized and in a prone position for a posterior cervical procedure when the physician stated that the patient had moved. The rest of the staff, however, did not note any movement of the unit or the patient. There was no surgical delay and no injury involved in this event.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.